Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified and moderately tortuous left anterior descending coronary artery that is 85% stenosed. During advancement of the 2.50x38mm xience alpine drug-eluting stent (des) delivery system, resistance was noted due to anatomy and the stent become dislodged. A snare device was used to retrieve the stent. A new xience alpine des was used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. Factors that could contribute to difficult to advance include, but are not limited to, patient anatomical morphology, patient disease state, guiding catheter support or damage to the guide catheter, anatomical conditions, inner diameter of guide wire lumen, outer diameter of the guide wire, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, moderately tortuous, 85% stenosed lesion during advancement, as resistance was noted, causing the reported difficult to advance. Further interaction with the challenging anatomy may have contributed to the reported stent dislodgement; however, based on the information received and without the device to examine, this cannot be confirmed. A snare device was used to retrieve the stent. A new xience alpine was used to complete the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.